Event description:
Customer reported differences between her sensor glucose and blood glucose readings. The customer stated her blood glucose was 180 and her sensor glucose was 54. The customer's current blood glucose was 204 mg/dl. Troubleshooting found the cal factor was trending above the optimal level. Troubleshooting also found the cal factor was trending up while isig was trending down. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.